Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 4 mg/ml dilaudid at 1.26 mg/day via an implantable pump for non-malignant pain. It was reported that an empty pump occurred on (B)(6) 2018. The patient had missed a refill due to a hospitalization for other medical reasons. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was telemetries on 2018-aug-10 and it was noted the pump volume was 0 on (B)(6) 2018. The pump was programmed and the reservoir volume was changed to 5 ml and the pump was programmed at minimal rate. Oral oxycodone was to be used if needed. The pump was then refilled on (B)(6) 2018 and infusion started at a 75% decrease from the usual dose. The issue was resolved as the patient was seen on (B)(6) 2018 and the pump appeared to be working. Infusion was increased by 10%. No further issues were reported or anticipated.